Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that the patient was hospitalized on (B)(6) 2024 for few hours due to hyperglycemia and high ketones. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous glycemic infusion of insulin. Patient feels increased thirst at the time event. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.